Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 2 years, 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was observed with 2gm decrease in hemoglobin readings on (B)(6) 2018, but remained asymptomatic with patient¿s inr 2.0 from (B)(6) 2018. On (B)(6) 2018, the onset of symptoms was observed with a further drop in hemoglobin. The patient was admitted for gastrointestinal bleeding with inr 3.1 requiring an endoscopic intervention and withdrawal of anticoagulation. On (B)(6) 2018, an esophagogastroduodenoscopy (egd) confirmed actively bleeding arteriovenous malformation in post-bulbar duodenum, an endotherapy was performed with confirmed post procedure excellent hemostasis. On (B)(6) 2018, the bleeding was resolved and patient was discharged. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.